Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had moisture damage. The customer stated they jumped into the pool with the insulin pump on. Customer stated they are able to see the fog in the display and not coming out of suspend mode. Customer was unable to use any functions at this time. The customer's blood glucose was 231mg/dl. Customer stated the insulin pump is now alarming button error. Customer stated she removed the reservoir at the battery cap and was unable to see any fluid in either department. Customer stated there is fluid under the lcd display. Advised customer to discontinue the use of the insulin pump and revert to back up.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.